Manufacturer narrative:
H.6 investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 3 of the bd ultra-fine¿ ii short-needle insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: the product she ordered was the 8mm 30g 0.3ml syringe (sku code: 328838) . She claimed that she found residual water inside the barrel of the syringes. I will attach the images she provided, as well as her comments. This was her reason for requesting a refund: ¿faulty item - I have been opened up 3 bags of the 10 bags of syringes inside the box and discarded it as I found residual water inside the barrel of many pieces of the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd ultra-fine¿ ii short-needle insulin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: the product she ordered was the 8mm 30g 0.3ml syringe (sku code: 328838) . She claimed that she found residual water inside the barrel of the syringes. I will attach the images she provided, as well as her comments. This was her reason for requesting a refund: ¿faulty item - I have been opened up 3 bags of the 10 bags of syringes inside the box and discarded it as I found residual water inside the barrel of many pieces of the syringe.